Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the top housing to be broken. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the non-functional flippers were the root cause and were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'check syringe plunge sensor' alarm. There was unknown patient involvement.